Manufacturer narrative:
The reported backup vvi was confirmed in the laboratory and was caused by a power-on reset. The device was tested on the bench and the cause of the backup vvi was found to be an intermittent component connection on the hybrid. The intermittent component connection caused the device to incorrectly detect a lower battery voltage and enter backup vvi.

Event description:
It was reported that an asymptomatic patient presented in clinic for follow up after receiving a patient notifier. The device was noted to be in backup vvi mode with therapy disabled. The device was explanted and replaced.